Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).

Event description:
It was reported that following implant the patient went home; she didn¿t remember going home. Her husband was supposed to bring her back in to the doctor¿s office the next morning. The next day, the patient¿s mind was ¿just black and the only thing in my head was my tick-tick-tick-tick-tick-tick¿ and her husband said she was trying to tell him that she needed to use the bathroom. They laid her down in the hall. The patient went into convulsions so bad that the ambulance personnel couldn¿t get her into the ambulance. The patient¿s husband called some of the patient¿s relatives. It took five of them to get the patient into the ambulance. They couldn¿t do anything for her. The patient was taken to the hospital and was convulsing very bad. A couple of hours later the pump managing physician's assistant came and turned the pump off. The patient woke up 3 days later in the hospital. The patient stated she had been overdosed on the fentanyl in the pump ¿because he had let it run¿. The patient "almost died". When the patient woke up in the hospital, she was "a complete vegetable. She couldn¿t use her hand. She couldn¿t move. She couldn¿t turn herself. She couldn¿t call for help. She could not speak". ¿there was nothing but my eyes and my brain and it was hell. It was really hell¿. Turning the pump off brought her ¿back to life and then they gradually started increasing the pump¿. The patient was in the hospital for approximately a week. Additional information has been requested, but it was not available as of the date of this report.